Manufacturer narrative:
The recipient reportedly was a non-user of the device. The recipient was reimplanted with another cochlear device. The recipient is doing fine.

Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.